Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The valve was released at a depth of 3mm. Control angiography was performed and the patient remained hemodynamically stable. Within 15-20 minutes after the end of the procedure the patient developed severe pain in the chest and developed cardiac arrest. Resuscitation was performed. The left anterior descending coronary artery was observed to be closed and was attempted to be opened through a transcatheter procedure without success. After one hour of resuscitation attempts with cardiac massage and defibrillation, the patient passed away. The navitor did not migrate and did not block the coronary artery. The cause of death was left anterior descending coronary artery infarction. In the physician's opinion, the death was unrelated to the navitor and rather related to the patient's comorbidities.

Manufacturer narrative:
An event of angina, occlusion, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the valve was released at a depth of 3mm. After the end of the procedure, the patient developed severe pain in the chest and developed cardiac arrest. Resuscitation was performed. The left anterior descending coronary artery was observed to be closed and was attempted to be opened through a transcatheter procedure without success. After one hour of resuscitation attempts with cardiac massage and defibrillation, the patient passed away. The navitor did not migrate and did not block the coronary artery. The cause of death was left anterior descending coronary artery infarction. In the physician's opinion, the death was unrelated to the navitor and rather related to the patient's comorbidities. Based on the information received, the cause of the reported death appears to be related to patient's comorbidities. The cause of the reported angina, occlusion, and cardiac arrest could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Furthermore, this complaint was reviewed by medical affairs. The reviewer stated that, " case reviewed, no imaging or procedural records provided. The patient had a navitor device deployed at a depth of 3 mm with a good result, however, withing 20 minutes, the patient had cp and cardiac arrest; the lad was occluded. Attempts to re-establish flow in to the lad were not successful. Resuscitative attempts included cardiac massage, however, the patient expired. The physicians indicated that they did not suspect direct coronary occlusion due to the device, however, the timing of the lad occlusion indicates that this was procedural complication due to the navitor deployment and may have been an embolization to the lad.